Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving fentanyl, morphine, and bupivacaine via an implantable pump for non-malignant pain. It was reported that the patient's pump was alarming. They had recently missed a refill. Discussed interrogating the pump to confirm the actual alarm. Additional information was received from a healthcare provider stated the pump alarm continued every 10 minutes, even after it was refilled on (B)(6) 2025. It was confirmed that he had an empty reservoir alarm prior to the refill and the healthcare provider (hcp) confirmed that they saw the motor stall recovery message as the patient had undergone a recent magnetic resonance imaging (MRI). Reviewed with the updated software the alarm would need to be manually silenced if both the motor stall message occurred with another alarm. The hcp re-read pump but there was no active alarm on the home screen. It was confirmed that they had done another update prior to calling. Reviewed that will also cancel the alarm so it should be silenced now. The hcp confirmed that they had not heard it in the last 10 minutes. Additional information was provided from a healthcare provider via a company representative (rep) stated that the cause of the alarm was due to the patient missing a refill date. The pump was refilled, and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.